Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort and irritation around the implantable pulse generator (ipg) site as the ipg had migrated and was protruding. It was also noted that there was redness or swelling at the site. The physician cleaned out the pocket and slightly moved the ipg site. The patient was doing well post operatively. The ipg remains implanted.